Event description:
It was reported that the device treating clinic health care professional (hcp) called technical services (ts) for further review of this dual chamber pacemaker system stored device data. Upon review, pacing inhibition lasting less than two seconds and oversensed low amplitude noise on right ventricular (rv) lead was observed. The hcp confirmed the rv lead was programmed to bipolar and was unable to recreate the lead noise. Ts also observed inappropriate mode switching due to farfield oversensing of the ventricular pacing on the right atrial (ra) channel and low amplitude noise on the ra lead. Ts discussed with the hcp that the stored data appear to suggest a lead-on-lead interaction. Ts advised the hcp to consult the physician for further analysis of the system, and programming. At this time, the products remain in service. No adverse patient effects were reported.